Event description:
It was reported that after dry-firing the biopsy device twice, it was very difficult to pass the needle through the skin. After positioning the needle under ultrasound guidance, a kidney biopsy was attempted. When the needle was removed, there was no core tissue. The doctor reported that the inner needle was very loose. Several hours after the biopsy, the patient had bleeding around the kidney, required transfusions and was transferred to ICU. The patient was discharged several days later and is fine.